Manufacturer narrative:
Product investigation summary: the returned devices were examined and the complaint condition for the coupling screw was able to be confirmed as the threaded tip was found to be broken. The fragment, which would be approximately 7mm long and 4mm in diameter, was not returned. The reaming head was examined and no identifiable defects or deficiencies were noted which may have contributed to the reported complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The dhs/dcs coupling screw is a component of the dhs/dcs dynamic hip and condylar screw system. The coupling screw is used in conjunction with a dhs/dcs wrench, centering sleeve, and guide shaft for the insertion of the system¿s lag screws. The relevant drawings for the returned instruments were reviewed (both from the time of manufacture and present revision). The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed with no material record reports, non-conformance reports, or complaint-related issues identified. No definitive root cause was able to be determined; however, the failure mode is typically associated with the application of off-axis loading. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No reported patient involvement as the issue was discovered during pre-operative planning. Event date: unknown. Implant and explant dates: device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: march 16, 2000. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) products were discovered to be damaged during pre-operative planning on an unknown date. The threads of a dynamic hip screw (dhs) coupling screw were broken, while a dhs reaming head-standard would not screw on to the back of a dhs triple reamer device. The same reaming head successfully screwed into the back of alternative triple reamer device. There was no patient or procedural involvement noted with the discovery of these issues. This complaint will address the issue of broken threads, which has been determined to be reportable. This report is 1 of 1 for (B)(4).